Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 24, 2018 that a flexiva ID tractip 200 laser fiber was used during a laser lithotripsy procedure in the kidney performed on (B)(6), 2018. According to the complainant, during the procedure and inside the patient, when the physician started lasering the stone, the image on the scope monitor went black and the scrub tech noted that the laser body broke about two inches from the tip. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was used during a laser lithotripsy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure and inside the patient, when the physician started lasering the stone, the image on the scope monitor went black and the scrub tech noted that the laser body broke about two inches from the tip. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Investigation results: one flexiva ID tractip 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with slight degradation. The fiber was returned kinked approximately 4 cm from the distal tip with a burn mark at the break. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.   A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.